Event description:
It was reported that after one month, the stimulation did not appear to be effective anymore. The patient could not feel paresthesia in spite of different programming parameters. At follow-up, impedances were high and out of range on all four contacts. The lead was explanted and replaced. Following replacement, the patient was doing well and stimulation was effective again.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.